Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown under which circumstances which the issue was discovered or if there was patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional contact information: (B)(6). A getinge field service engineer (fse) upon initial inspection of the unit found non recommended gasket used to connect helium tank to regulator. Removed green plastic gasket that is supplied with tank from the gas supplier. Installed helium tank washer from the supplied stock in the helium compartment. Performed a helium leak check on the cart and balloon pump console. Console did not lose any psi in or out of the cart. Cart helium loss was <20 psi in 5 min.

Event description:
N/a.